Event description:
It was reported that the ilet device appeared to fully charge but then experienced rapid battery depletion within a few hours, consistent with a premature battery discharge associated with the device¿s battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, supported by device log review. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.